Event description:
On (B)(6) 2009, patient reported that on (B)(6) 2009, during training, the plunger got stuck on the piston rod and insulin spilled into the insulin compartment of the infusion device. Patient reported the amount of insulin spilled was a large enough amount that it had to be poured out of the infusion device. She stated she used a cotton swab to dry the compartment out and then they inserted a new insulin cartridge into the infusion device. Patient reported she attempted to change an empty cartridge tonight and the plunger got stuck on the piston rod. She stated there was no insulin left in the cartridge so no insulin spilled into the compartment this time. Explained the change the cartridge procedure. Advised to gently unscrew the adapter completely when removing the insulin cartridge and let the cartridge fall out into her hand. Explained to hold the infusion device upside down while doing this. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.